Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA.

Event description:
It was reported that the device would not power on, and all three icons were illuminated (charge pak, attention, wrench). There was no report of patient involvement with incident.